Event description:
I was using the bd integra syringe ref #305270 for an intramuscular injection. When I begin the push the plunger immediately went down to the end which was surprising since the medicine I injected was fairly viscous. As I removed the syringe, the needle cap was still attached but the needle itself had somehow separated from the cap and had shot into my rt quad muscle so deep I could barely feel the top of it deep into my leg. The needle remains in my leg, I have attempted to contact a representative of bd for the last hour to no success. Thus my decision to involve the FDA at this point due to the seemly corporate culture to make communication of quality issues an overwhelming task.